Event description:
It was reported that the customer has been hospitalized due to high blood glucose, diabetic ketoacidosis, and ketones. The customer was nauseous and was vomiting. The caller stated that the customer was hospitalized once on (B)(6) 2014 and the second time on (B)(6) 2014, with blood glucose reading of 311 mg/dl. The caller stated that the insulin pump alarmed numerous no deliveries. The customer was treated for the high blood glucose at the hospital. Troubleshooting was done on the insulin pump and the deuce failed the high pressure test twice. In the alarm history there were five no delivery alarms present. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.